Event description:
It was reported that the customer experienced an "high" blood glucose (bg) level. Bg value not provided. Customer had ran out of insulin causing the high bg. A correction bolus was delivered to address bg. Customer continued to use current pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.